Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, malposition, nipple sensation changes, visibility/palpability, decreased sensitivity, pain, neck pain-ndr, pain-ndr, varied injuries-ndr.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Healthcare professional later reported ¿inferior pole of the left breast is less full and the implant does have some superior malposition¿, ¿nipple sensation", "inferior pole of the left breast is less full¿, ¿tingling or numbness in entire hand", and ¿shoulder pain". Healthcare professional also reported "neck pain", "back pain", "unhappy with appearance", "breathing problems" are all not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Nipple sensation increase/decrease: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Decreased sensitivity: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Neck pain: unable to observe as it is not related to the device. Varied injuries: unable to observe as it is not related to the device. As per the investigation procedures observed an opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Healthcare professional later reported ¿inferior pole of the left breast is less full and the implant does have some superior malposition¿, ¿nipple sensation", "inferior pole of the left breast is less full¿, ¿tingling or numbness in entire hand", and ¿shoulder pain". Healthcare professional also reported "neck pain", "back pain", "unhappy with appearance", "breathing problems" are all not device related. Device has been explanted and replaced.